Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump emitted a bolus cancelled warning one hour after performing the bolus. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: a review of the pump¿s black box history showed two partial delivery user aborted (pump) warnings. The time of the warnings corresponded exactly with the attempted programmed boluses. The pump was exercised for 24 hours with no 0.00 unit boluses being recorded in the pump history. A (B)(4) unit audio bolus and a (B)(4) unit normal bolus were performed and were both accurately recorded in the pump history. There was no evidence of hypersensitive keypad buttons observed. A (B)(4) unit bolus was programmed then manually cancelled during testing and the cancelled bolus immediately appeared on the screen and was accurately recorded in the pump history with the correct time. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery and cartridge caps were used to complete all testing. The complaint that the pump emitted a bolus cancelled warning one hour after performing the bolus was not able to be duplicated during investigation.